Event description:
It was reported the patient ((B)(6)) was experiencing overstimulation when therapy was initiated. Attempts to address this matter via reprogramming proved unsuccessful. Initially this issue was suspected to stem from contact between the patient¿s ipg and a previously disconnected lead which remained in-situ following a procedure to place an add¿l lead. Surgical intervention was undertaken to address the reported overstimulation. Intraoperative testing found no issues with the patient¿s leads. As such, the patient¿s ipg was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.